Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump button were hard to press and has to push several times to work. The customer blood glucose level was unknown. It was also reported that they received random no delivery alarms multiple times and reject new batteries multiple times. The insulin pump will not be returned for analysis.